Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the heater line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill three of five. The patient was connected at the time of the alarm. The patient stated one of the solution bags had become disconnected; the patient tightened the bag to the line and they received the system error 2240. The patient stated they cycled power to the homechoice. The technical service representative (tsr) explained the alarm and advised the patient that air had entered their set up. The tsr assisted the patient in removing the set up. There was no patient injury or medical intervention associated with this event. No additional information is available.